Manufacturer narrative:
Updated sections: b2, h2, h11. Additional information: the event date was confirmed as 24-jul-2025. The date of death was confirmed as (B)(6) 2025. A review of the system logs for the reported procedure date found that no system errors occurred during the procedure. Log review of subsequent procedures could not be performed as the system is not connected to onsite.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Field b3: event date is estimated to be 07/24/2025 - based on the length of patient's hospital course (58 days) and the surgeon's documented procedures. Field b4: date of death is estimated as on (B)(6) 2025 - based on the estimated event date and the patient's hospital course (58 days). Insufficient information is available for procedure verification; therefore, no da vinci system or instrument logs are available for review. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report underwent a robotic low anterior resection. A third-party stapler was used to construct the colorectal anastomosis. This anastomosis leaked and the patient required re-operation. The patient later developed a pulmonary infection, septic shock, and had a prolonged ICU stay eventually expiring from the pulmonary infection approximately 2 months after the initial procedure. Based on the information provided in the summary of events, no intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that a patient underwent a da vinci-assisted low anterior resection for a rectal tumor. The procedure was completed with no report of any intraoperative complications. The patient subsequently expired from post-operative complications. On post-operative day five, the patient developed signs of peritonitis requiring immediate re-operation. Surgical exploration revealed acute peritonitis due to a breakdown of the posterior wall of the colorectal anastomosis. It was reported that a third-party circular stapler instrument had been used for the anastomosis. The patient¿s condition was subsequently complicated by a pulmonary infection with acute respiratory distress syndrome. The patient remained in the intensive care unit for 58 days and ultimately passed away due to septic shock secondary to the pulmonary infection. There was no report of any intraoperative da vinci system issues and it was stated that the post-operative complications were not related to the robot. Additional information was requested; however, no response was received.